Event description:
A small piece of the sugita retractor broke (a hook) during surgery while the dr was placing near the surgical incision. Both pieces were retrieved and handed off the field. X-ray of patient's head was done before closure to ensure that no pieces were left behind. Read negative.